Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: reporter country. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Event date: unknown when device was broken - (it was detected on (B)(6) 2017). Device is not distributed in the united states, but is similar to device marketed in the USA. Other UDI: (B)(4). Implant date: sometime in (B)(6) 2016, actual date when implanted is unknown. Device is not expected to be returned for manufacturer review/investigation. Initial reporter address: (B)(4). PMA 510(k)#unknown: (B)(4). DHR review for part # DHR review for: 473.025s / 9458722, manufacturing location: (B)(4). Manufacturing date: 29.apr.2015 expiry date: 01.apr.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a (B)(4) pfna (proximal femur nail antirotation) long implant was broken after the surgery the reported device was used in surgery for femur subtrochanteric fractures on (B)(6) 2016. The breakage was detected on (B)(6) 2017. The bone is delayed in union and a surgical revision to replace the implant with another one is needed. (B)(6) 2017 revision surgery was done and the surgical outcome or any information about patient is unknown. This complaint involves 1 part. This report is 1 of 1 for (B)(4).